Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, part of the aiming device broke off. No pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As returned, one of the two tabs on subcomponent has fractured off and the fractured piece was not returned. Hardness and dimension taken are within specification. The device history records were reviewed for the device and identified no deviations or anomalies. This device was used for treatment. A complaint history review was conducted for part# 00249000510 and identified zero additional complaints for the same lot# 62567884. The search also identified zero other complaints for this device for the same or a similar issue. The instrument had a potential field age of approximately 2 years and 7 months at the time of the reported incident with an unknown usage and handing history. The most likely cause of the instrument breakage cannot be conclusively determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.